Event description:
Consumer mailed in a letter to complain that the guard product has fallen apart after two weeks of use where the two layers of plastic have separated. (B)(6) would take/return the item so mailing in to request.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.